Event description:
It was reported that during a hip arthroscopy procedure the surgeon ((B)(6)) plugged in a dyonics rf hook 30 degrees probe and the probe failed to function. A new wand was retrieved causing an approximate delay of 45 minutes during which the patient was under extended anesthesia. In addition, the patient's hip filled with fluid and required the physician to open the incision site in order to find the point of reference. The procedure was ultimately completed with a new probe and no further complications were reported as a result of this event.